Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, during surgery, the seal broke off into the patient's abdominal cavity. The fallen pieces were immediately retrieved. The sample and the broken pieces were discarded by the customer. There was no patient injury.